Manufacturer narrative:
Serial number: (B)(4). Device manufacturer date (mm/dd/yyyy): 01/29/2015. (B)(4): no consequence or impact to patient.

Manufacturer narrative:
Patient information was not provided. The serial number has not been provided by the facility. Device has not been returned to sorin group (B)(4). The serial number has not been provided, so the manufacturing date is unknown. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump misrecognized that the pump cover was open when it was closed. Patient status has not been obtained from the facility. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump misrecognized that the pump cover was open when it was closed. Patient status has not been obtained from the facility.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group deutschland received a report that the s5 mast roller pump misrecognized that the pump cover was open when it was closed. The unit was returned to sorin group (B)(4) for performance and verification tests. The service team tested the unit and confirmed the reported issue. Inspection of the pump cover mechanism found that it was not working properly due to the presence of a medicinal solution, which caused improper opening and shutting. Preventative maintenance and a technical safety inspection were performed on the unit and no further issues were identified. The unit was returned to the customer. A review of the DHR did not identify any deviations or non-confirmities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.